Event description:
Follow up report.

Event description:
Contact reports spinal hardware that was implanted in november loosened and the patient was revised. This surgeon reported having issue with the torque wrenches that is used with the system. As an adverse outcome was reported that required surgical intervention an MDR is being filed to document this event. Device 1: see also 1526439-2012-00026.

Manufacturer narrative:
Hardware is being returned for evaluation and has not yet been received. The user returned three torque wrenches reporting that they did not feel like they were providing the required torque. Torque wrench (device 2) was out of calibration with a damaged internal mechanism found during evaluation. This is believed to be the device used in the procedure. Investigation is still ongoing at this under investigation at this time.

Manufacturer narrative:
A definitive root cause cannot be determined at this time. Examination of the returned implants indicates that the implants were fully tightened. No direct connection can be made between the post-op lessening and the issues later found with the torque handles. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.